Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable myosure device is not known. Serial number of the control unit and the hysteroscope not provided by the complaint. (B)(4) (fluid deficit). Neither the device, control unit nor hysteroscope is being returned; therefore, a failure analysis of this myosure system cannot be completed. Lot and serial numbers not provided by the complaint; therefore, the MFR date of the disposable device, control unit and hysteroscope is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the disposable device, the control unit or the hysteroscope as lot and serial numbers were not provided by the complainant. (B)(4).

Event description:
During a myosure hysteroscopic tissue removal procedure using a smith & nephew fluid management system, the pt experienced a saline deficit of 2800 cc's (cubic centimeters). The procedure was completed and a laparoscopy was performed. No perforation was noted and the physician removed 100 cc's of fluid from the cavity. The pt had no symptoms related to the fluid deficit and the physician indicated the remainder of the fluid was absorbed as the pt "urinated afterwards". The pt was then discharged. On (B)(6) 2011, the physician reported she is "fine".